Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, episodes of automatic mode switching were observed due to noise in the atrial channel. No intervention was performed since electrical parameters of the atrial lead were within range. The patient was reported to be stable.